Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the device, the fse was able to reproduce the issue. The fse performed fault diagnosis. The fiber optic connector cleaning was performed. Sensor calibration. Functional tests. Equipment suitable for clinical use.

Event description:
N/a.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) fiber optic connection of the balloon pump scrolls and doesn't let it connect. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) fiber optic connection of the balloon pump scrolls and doesn't let it connect.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) fiber optic connection of the balloon pump scrolls and doesn't let it connect. There was no patient involvement.